Event description:
Nellcor puritan bennett received a call from a representative of the user facility on 08/31/1999. User facility called to report the following problem: unit will not cycle on any power source. No patient harm.